Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in an approximately (B)(6) male homechoice peritoneal dialysis (pd) patient. During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010, the patient experienced "gi (gastrointestinal) problems." On (B)(6)2010, the patient was hospitalized for an unreported diagnosis. On (B)(6)2010, the patient was diagnosed with peritonitis. The nurse stated that she was not sure what caused the peritonitis, stating that the "patient's catheter was not working well and patient's catheter was shifted." On an unreported date in (B)(6)2010, the patient began remedial therapy with unspecified antibiotics for the peritonitis. The nurse did not provide information regarding treatment for the "gi problems." It was not reported whether pd therapy was ongoing at the time of the events. The patient had not recovered from the peritonitis. It was not reported whether the "gi problems" resolved.

Manufacturer narrative:
(B)(4)as the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested.

Event description:
On (B)(6)2010, it was found that this lead had dislodged. Surgical intervention to reposition the lead was performed. This device remains implanted.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the cassette (h10f14014, h10e14073) , with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.